Event description:
End user states she developed red splotchy non open skin on (B)(6) 2014. The end user also stated the itchiness started immediately post operation and redness started with rash on the left side of her stoma which extends approximately one (1) inch on (B)(6) 2014.

Manufacturer narrative:
Based on the available info this event is deemed a serious injury. The end user stated she cleanses her skin with water, pats it dry, applies 3m no sting barrier sprays allows to air dry and then applies the pouch. The end user also stated her medical doctor ordered prescription nystatin powder. No additional pt/event details have been provided to date. Should additional info become available, a follow-up report will be submitted. A return sample for evaluation is not expected. Reported to FDA on (B)(4) 2014.